Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the power issue with the meter started around (B)(6) 2016. The patient manages her diabetes with insulin pump therapy. She denied making any changes to her usual diabetes management routine following the start of the alleged issue. She reported that 3 hours after the meter stopped powering on, she developed symptoms of headache, sweating and hot&#56224; she denied receiving any treatment for her symptoms. At the time of troubleshooting, the cca noted that the meter was not being used for the first time and based on the information provided there was no misuse of the product. The patient was unable or unwilling to say whether she was using the correct test strips or whether the meter powered on with a button press. The cca established that the patient was using correct alkaline batteries and based on the information provided these did not need to be replaced. The patient did not have test strips to insert into the meter and the issue remained unresolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged power issue began.

Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.